Event description:
It was reported by a doctor that the "atrial pacing was not working" on the external pulse generator. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the heart lead flex was out of specification, one diode on the ventricular side was shorted. It was also noted that the upper case, lower case, side bail covers and battery drawer were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, one side bail was missing, the ring was missing and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the reported event, the heart lead flex was out of specification, one diode on the ventricular side was shorted. It was also noted that the upper case, lower case, side bail covers and battery drawer were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, one side bail was missing, the ring was missing and the keyboard was scratched.